Event description:
It was reported that the user experienced a hypoglycemic event with a blood glucose of 55 mg/dl, described as frequent lows with the most recent episode prompting intake of oral glucose via soda; the user synchronized device data for review and requested follow-up with clinical support. Symptoms included lightheadedness and a sensation of near-fainting, with a fingerstick confirming the low glucose. Outcomes included acute treatment with oral carbohydrate and recovery without hospitalization. Investigation included review of synchronized device data and completion of troubleshooting and education. Investigation of this case revealed no specific device malfunction or component failure, and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.